Event description:
It was reported that the pump touch screen was delayed in responding to presses, that the insulin gauge was inaccurate, that an occlusion alarm occurred and that the pump volume was too high. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. And that the pump volume or vibration was too high.